Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve ,the patient experienced bradycardia and av block during the pre-tavi balloon aortic valvuloplasty. After the valve implant, paroxysmal atrial fibrillation (afib) with slow ventricular rates, left bundle branch block (lbbb), and complete heart block requiring transvenous pacing were present. A permanent pacemaker was placed the same day as the valve implant. No other adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.